Event description:
Even though the pca pump was plugged in, the battery light still remained on. Once the alarm went off, the battery light would not turn off. The pca pump was replaced for another one. Biomedical engineering determined that a faulty power supply was the source of the problem.